Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus had vision problems. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope did not have the image inverted and does not know if the orientation changed on its own. The endoscope moved freely with uncontrolled motion. The issue was not related to loss of video, quality of video, or a specific error code. The reporter does not know if there was an issue with the targeting. The surgeon was not able to confirm desired orientation when the endoscope was installed, and there was no indication of the image orientation via user interface. The issue occurred prior to the self-test. The customer used a spare endoscope to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs (error 48402 - camera_err_tip_temp_error). Additional observations not reported by site: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on l/r of the button pack assembly. The probable root cause is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle 1/3 of the endoscope cable was found delaminated. The probable root cause is attributed to adhesive susceptibility to damage through external collisions, during use, or during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The probable root cause for is typically attributed to component failure, such as material degradation. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.